Event description:
It was reported that, the patient with this pacemaker had presented to the clinic with excessive fatigue. Upon interrogation, this pacemaker could not be interrogated, and it is suspected of exhibiting premature battery depletion (pbd). Subsequently, this pacemaker was explanted and replaced. The pacemaker will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this pacemaker had presented to the clinic with excessive fatigue. Upon interrogation, this pacemaker could not be interrogated, and it is suspected of exhibiting premature battery depletion (pbd). Subsequently, this pacemaker was explanted and replaced. The pacemaker will be returned for analysis. No additional adverse patient effects were reported. Additional information was received which indicated that, the patient exhibited bradycardia. No additional adverse patient effects were reported.